Event description:
It was reported patient underwent an initial elbow arthrplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to suspected infection. During the procedure, it was noted there was no infection and as a result, the surgeon did not revise the elbow.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.